Event description:
In 2006 the lay pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical affairs spec. (Mas) spoke with the pt four days later to verify/obtain the following information: the pt took 2 pills of glucovance in the am and pm for several years. In 2006 he tested with the rpeorted meter, after feeling shaky and sweaty and obtained a result of 200 mg/dl; he did not recall that last result obtained on the meter prior to this result. He did not retest to see if the result was correct. He took orange juice to drink based on his symptoms and his wife took him to the ER, after he drank the orange juice. The pt said a result of 39 mg/dl was obtained on the ER meter 'quite awhile" after he had tested with the reported meter; he did not know the specific time difference between the readings. The pt was given orange juice to drink in the ER and released to home about, two hours later. The pt told the mas that he ahd recently lost quite a bit of weight and his doctor believed that was why he became hypoglycemic on his long-standing dose of glucovance. The pt's doctor changed his diabetes medication to metformin following the incident; the pt did not know the dose of metformin he currently takes. The customer service agent (csa) confirmed that the test strips were in goog condition, were not expired, had not been open longer that the discard date, and had not been stored improperly. The pt was cleaning the puncture site and applying blood to the test strip correctly. The code on the meter matched the test strip code. The csa discovered that the pt was not performing control solution testing correctly; he did not shake the control solution vial or wipe the vial tip, prior to applying the control solution. The meter, test strips, and control solution were replaced. The mas was unable to walk the pt through a control solution test with the reported meter, because the pt had mailed the meter to lifescan in jan. 2006. The complaint is reported as an adverse event, because the pt obtained an elevated blood glucose result on the meter, while his blood glucose level was actually low. The erroneous meter result may have contributed to the pt not recognizing his hypoglycemia earlier and thereby delayed his treatment of hypoglycemia.